Manufacturer narrative:
(B)(4).

Event description:
Procedure type: sleeve gastrectomy. According to the reporter: the knife blade assembly broke while inside the patient cavity. It separated from the anvil but no pieces fell into the cavity. The device partially fired complete staples then fired malformed staples. Some of the staples fell into the cavity and some were retained on (gore) seamguards (reinforcement material). A new stapler was opened and fired medial to the staple line. Unanticipated tissue damage occurred as a result of this problem. There was a section of gastric tissue which looked questionable at the point where the knife blade assembly apparently separated. From that point it fired non-formed staples and did not transect tissue from that point on. The surgeon fired an egia60axt medial to prior staple line and resected portion with malformed staple line. It was still attached to the specimen and went to pathology. A 2-0 polysorb endostitch was placed at the intersection of staple lines.